Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and observed a clot issue. The device evaluation was completed on 31-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No errors were observed on the generator. Also, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The clot reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and observed a clot issue. A substance resembling char was observed attached to the shaft of the varipulse catheter when the catheter was removed from the patient¿s body. Since the procedure was about to end, it was completed as it was. No patient consequence reported. Additional information was received on 27-jun-2025. It was reported that the clot was attached on the product shaft. The system did not present any error messages nor did the physician / user see any product problem. The patient did not exhibit any neurological symptoms since the procedure was completed. Additional information was received on 04-jul-2025. No issue related to temperature and flow on the catheter. The patient was anticoagulated. Act: 350 seconds. Heparinized normal saline was used. The irrigation rate was maintained at 4 ml/min. Heparinized normal saline was used.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).